Event description:
It was reported the healthcare provider (hcp) was not able to fill the pump with 18ml, and could only fill with 15ml. The reporter speculated that the pump may not have been functional anymore due to normal longevity, but did not know why the pump would not fill completely. It was later reported the pump was from the 1990's and far exceeded its life expectancy, and was subsequently replaced. To the reporter¿s knowledge, the patient was receiving effective therapy following the procedure, but had no further information on the cause and there was no further troubleshooting. It was noted that during the pump replacement they did not check or change the catheter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l57097, implanted: (B)(6) 1998, product type catheter. (B)(4).